Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose levels. The customer passed out. The keypad on the insulin pump was sometimes unresponsive. The customer declined to troubleshoot. Customer's blood glucose level was 67 mg/dl. The device was not returned.